Manufacturer narrative:
Added information to section d9. Updated section h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). One flotrac sensor was received for a full examination. The report of inaccurate values was unable to be confirmed. Both sensors of the flotrac unit zeroed and sensed pressure accurately on a hemosphere monitor and pressure monitor respectively. No error message was observed on a hemosphere monitor and pressure monitor. Pressure did not show any drift during output drift testing and met specification. Electrical testing showed that both input impedances and output impedances for both sensors of the flotrac unit were within specifications. The zero-offset also met specification. No leakage or occlusion was detected from the kit during the pressure test. Finally, no visible damage was observed from the kit. The lot number for this device was not supplied. Therefore, further review of the related manufacturing records could not be performed. Since no defect was found on the returned device, no cause could be determined. However, there are manufacturing control to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, after connecting to a flotrac sensor to the patient's right arm arterial line there were inaccurate values displayed on the hemosphere and phillips monitors. Specifically, the diastolic pressure dropped from 50 to 19 mmhg, and the systolic pressure also showed a decrease of approximately 10 points. A second arterial line was placed on the left arm. However, when the same flotrac was connected to this new arterial line, it again displayed inaccurate blood pressure values. Additionally, low systemic vascular resistance (svr) values were obtained but stroke volume variation (svv) values were normal. Despite the inaccurate values, the waveforms were normal. The customer was unable to use a second flotrac sensor. Accurate readings were obtained using the ambulatory blood pressure monitor which displayed a blood pressure of 110/50 compared to 110/20 on hemosphere monitor. All tubing connections were checked for tightness, and the system was flushed properly during setup. The system was maintained at 300 mmhg during the measurements. Both the philips and hemosphere monitors displayed the same values and were successfully zeroed at the same time. Throughout the procedure, the flotrac sensor was maintained at the correct height. There is no allegation of patient injury. Patient demographics were not provided.